Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump squirted insulin during the manual prime process. Customer¿s blood glucose level was unknown. Customer also reported that the drive support cap was flushed and had crack on the insulin pump. The device will not be returned for analysis.